Event description:
Same pt as MFR #2183959-2013-00924. It was reported in an article titled 'daughter blames mother's death on ams transvaginal mesh,' published by a litigation related website called "lawyers and settlements," on 06/23/2013, that after placement of an additional unk american medical system (ams) transvaginal mesh product in 2005, the pt experienced pain, constant urination, and discomfort. Pt death occurred in 2012. According to the website, in 2001, an ams transvaginal mesh product was implanted to treat urinary incontinence. Post implantation the pt remained incontinent and experienced multiple urinary tract infections. As further reported in the article, in 2005, an additional unk transvaginal mesh product was implanted. It was reported that during the surgery a partial hysterectomy and restructuring of the pt's rear end; they did some kind of tacking' was performed. The surgery was reported to take 'about four hours with two surgeons.' A possible erosion was also alleged as the reason for the duration of the procedure. It is alleged the pt 'suffered side effects, namely a lot of pain and discomfort from the mesh,' and, 'had an adverse reaction to the anesthesia.' Pt is reported to have 'never recovered' and remained incontinent. The pt's health is reported to have declined post procedure. The pt was unable to control her bladder, potassium level 'bottomed out' due to constant urination, and magnesium level was 'dangerously low.' Pt death occurred in 2012. The reporting family member attributes the deterioration of health and death to the unk ams transvaginal mesh products.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.